Manufacturer narrative:
Batch review performed on 24 novemeber 2023 lot 2108225: 40 items manufactured and released on 12-nov-2021. Expiration date: 2026-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 11 months from the primary, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.